Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 600 mg/dl. Customer stated a bolus was ineffective with lowering their blood glucose. The customer's blood glucose was 597 mg/dl at the time of the call. Customer treated their blood glucose with a manual injection. Troubleshooting found the insulin pump did not have any leaks or air bubbles present. It was also found the customer had a bent cannula after removing their infusion set. Customer was advised to change out their entire infusion set, reservoir, and insulin. Customer's blood glucose was 279 mg/dl at the end of the call. The customer declined to return the insulin pump for analysis.